Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil impedance measured "none" and the svc coil to rv tip impedance measured greater than 4000 ohms with a possible fracture. The svc coil was programmed off and the rv lead remains in use. No patient complications have been reported as a result of this event.